Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there were on-going issues with the cartridge leaking from the o-ring. Reportedly, the customer filled the cartridge after loading it on the pump. Tandem technical support informed the customer of proper load technique. Additionally, it was reported that the insulin gauge was inaccurate. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin and a manual dose injection to address the elevated bg. A replacement pump was sent to the customer to resolve the issues.